Event description:
The subject device was used during a laparoscopic donor nephrectomy. After about 10 minutes use, the scrub nurse found that the ptfe pad of the device was partially separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info becomes available or if the device is returned at a later time, this report will be supplemented.